Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: guide wire: medtronic exchange guide wire .035 ptfe; sheath: 7fr, 14fr; heparin. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device with a 7fr and 14fr sheath after an endovascular aortic repair procedure. Reportedly, the guide wire could not cross over the prostar xl exit port. After several attempts, it crossed with difficulty. Hemostasis was achieved with the prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular confirmed the reported difficult to insert the guide wire. It is likely that there was a blockage or narrowing of the sheath lumen, possibly related to the seal insertion process during manufacturing, which prevented easy access for the guidewire. A review of the complaint handling database found no similar incidents from this lot. There is no indication that additional product is impacted or that this issue is systemic. Abbott vascular will continue to trend the performance of these devices.